Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the slider operation pipe was buckled, therefore the slider was inoperable, the rear end of the loop was not connected to the hook correctly and was caught between the coil sheath and hook, and the rear end of the loop was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that release was not possible when using the ligating device during a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: 1) the loop was surrounding the body tissue, and it was temporarily ligated by pulling the slider. 2) the tube sheath was pushed out, and the distal end of the coil sheath went into the tube sheath. 3) an attempt was made to detach the loop in state of above description. Therefore, the loop detached from the hook in the tube. 4) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 5) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 6) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 7) the slider was forcefully operated in state of ¿6¿ description. This had caused the operating pipe to bend and to break. However, a definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·never use excessive force to operate the instrument. This could damage the instrument. ·straighten out the portion of the instrument that extends from the biopsy valve." Olympus will continue to monitor field performance for this device.